Manufacturer narrative:
Date of initial report: 11/17/2008. The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report stated that during a hysterectomy, the instrument blade ran off its track due to the excessive thickness of tissue. The instrument jaw then blocked and would not close. The user stated that he recognizes that fact that he applied the instrument to a thickness of tissue exceeding what is recommended, which is the probable cause of the problem experience. Another instrument was used to complete the procedure successfully. There was no ill effect to the pt, and the pt was released from hospital.